Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for evaluation. The most likely cause of the delivery issue was patient condition related due to patient anatomy because patient had severe tortuosity of the aorta.

Event description:
The user facility reported an 87-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. The impella 2.5 was unable to be inserted due to the patient¿s anatomy. While the physician was struggling to pass through the curves of the aorta, the aic alarmed ¿purge pressure low¿. All connections were checked, and no fluid was leaking. A new purge cassette was used, and the case started again, and a purge pressure low alarm occurred. The case was aborted. There was no patient harm.